Event description:
Additional information was received reporting that the intervention which required an MRI (patient complained from back pain) was most likely not caused by or related to the dbs device, therapy, or implant procedure. It may be related to parkinson's disease. The root cause of the low impedance was not determined. The low impedance has been observed for several years, but revision surgery has been delayed for a variety of reasons. Mainly, because so far, an MRI had not been necessary. There were no known actions/interventions taken. The low impedance can be caused by short circuit, which requires revision surgery to resolve. So far, the risk and burden of revision surgery did not seem to be justified. The issue was not resolved. The hcp will have to decide whether to take the risk of replacing MRI by CT (risk of misdiagnosis, risk of misplacement of drug delivery system), the risk of revision surgery (infection, possible lead misplacement, delir due to full anesthesia), or the risk of off-label MRI (which she asked us to help minimizing, to no avail.)

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the dbs was implanted many years ago. A healthcare provider (hcp) performed the MRI workflow, measured impedances, and asked about the optimal setting of dbs when preparing for an MRI scan under the condition of low bipolar impedance between contacts 0 and 1. The requirement for MRI was to allow for an intervention unrelated to parkinson's disease. They attempted to assess risks of undergoing MRI under the current condition along with assessing risks caused by replacing MRI by CT scan. It was reviewed that the manufacturer could not give any recommendations on this with the biggest MRI related potential harm being rf induced electrode heating. Therefore, when low or high (out of range) impedances are measured, no MRI scan can be performed. The issue was not resolved.